Event description:
Prior to the implant procedure, the device entered backup mode due to a firmware upgrade. The device was not implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed code corruption from telemetry interruption which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).